Event description:
Cath lab staff responded to a heart alert and brought the patient to cath lab. When attempting to begin use of x-ray, it was noted that the x-ray system was not functioning in a way that would allow for successful completion of the case. It was indicating bypass mode. Because troubleshooting the equipment could have caused a significant delay in treatment, the patient was moved to another lab and the case completed successfully. Rebooting the x-ray restored full functionality, and the manufacturer was contacted to come on-site to perform diagnostic work to assess for potential causes.